Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure perforated another organ (cervix)/the location of the perforation: uterus; coil found in posterior cul-de-sac"), fallopian tube perforation ("essure perforated fallopian tube"), abdominal pain ("abdominal pain / severe pain/ abdominal spasm"), dysmenorrhoea ("severe menstrual pain / cramping like a period"), genital haemorrhage ("heavy bleeding."), abdominal distension ("bloating/ extreme bloating"), device expulsion ("one coil was outside tube and found in cervix"), back pain ("back pain"), migraine ("severe migraines") and weight fluctuation ("weight fluctuations") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy in (B)(6) 2008, gravida ii, parity 2, depression (postpartum depression), wisdom teeth removal in 2003, sulfonamide allergy (sulfa-hives), anxiety and fibromyalgia. Current weight 168 lbs. (B)(6) 2011: hsg was done as confirmation test but result was not provided. Concurrent conditions included overweight. Concomitant products included buspirone hydrochloride (buspar), clonazepam, cyclobenzaprine from 2010 to 2011, lorazepam and tramadol. In 2010, the patient experienced asthenia ("low energy") and urinary tract infection ("chronic uti"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced depression ("depression") and fatigue ("fatigue."). In (B)(6) 2011, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), weight fluctuation (seriousness criterion medically significant), muscle spasms ("muscle spasms") and myalgia ("muscle pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). In 2011, the patient experienced pollakiuria ("frequent urination") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). In 2012, the patient experienced hypoaesthesia ("legs and arms go numb off and on"), nausea ("nausea"), pelvic pain ("stabbing pelvic pain / in so much pain"), ovarian cyst ("ovarian cysts"), loss of libido ("loss of libido") and anxiety ("anxiety"). In 2013, the patient experienced arthralgia ("joint pain"), pain ("body pain /pain"), feeling abnormal ("brain fog") and tinnitus ("ringing in ears") and was found to have blood iron decreased ("low iron"), vitamin d decreased ("low vitamin d") and vitamin b12 decreased ("low vitamin b-12"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2013, the patient experienced migraine (seriousness criterion hospitalization) and fibromyalgia ("fibromyalgia"). In (B)(6) 2013, the patient experienced furuncle ("boils"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), headache ("daily headaches"), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions") and abdominal pain lower ("pain: lower abdomen"). The patient was treated with surgery (hysterectomy, hysterectomy/ laparoscopy, diagnostic salpingectomy, bilateral. And hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, dysmenorrhoea, abdominal distension, device expulsion, migraine, weight fluctuation, fatigue, dyspareunia, muscle spasms, fibromyalgia, furuncle, arthralgia, pain, mental disorder, hypoaesthesia, nausea, pelvic pain, ovarian cyst, loss of libido, pollakiuria, feeling abnormal, mood swings, anxiety, tinnitus, blood iron decreased, vitamin d decreased, vitamin b12 decreased, weight increased, urinary tract infection, abdominal pain lower and myalgia outcome was unknown, the abdominal pain, genital haemorrhage, back pain, depression and headache had resolved and the asthenia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, asthenia, back pain, blood iron decreased, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, furuncle, genital haemorrhage, headache, hypoaesthesia, loss of libido, mental disorder, migraine, mood swings, muscle spasms, myalgia, nausea, ovarian cyst, pain, pelvic pain, pollakiuria, tinnitus, urinary tract infection, uterine perforation, vitamin b12 decreased, vitamin d decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: she received antidepressants, anxiety med, muscle relaxants. She stated that the location of perforation was cervix and she learned about it after hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Pregnancy test urine - on (B)(6) 2016: results: test was negative. On medical records, events pain, cramping were confirmed; pimples after essure removal, vaginal discharge and laying is starting to make her hips and back hurt were mentioned and essure micro-insert found in cervix was added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter's information added. Patient's demographics added. Added event abdominal pain lower, muscle pain. Updated outcome of event -heavy bleeding. Lab data updated. Concomitant condition, concomitant drug were added. Updated onset date of events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure perforated another organ (cervix)/the location of the perforation: uterus; coil found in posterior cul-de-sac/single essure coil is noted projectiing over the left parasacral area.'), fallopian tube perforation ('essure perforated fallopian tube'), abdominal pain ('abdominal pain / severe pain/ abdominal spasm'), dysmenorrhoea ('severe menstrual pain / cramping like a period'), genital haemorrhage ('heavy bleeding.'), abdominal distension ('bloating/ extreme bloating/I have been so bloated'), device expulsion ('one coil was outside tube and found in cervix'), back pain ('back pain/mid lower back/back hurt'), migraine ('severe migraines/excedrin migraine'), weight fluctuation ('weight fluctuations') and osteochondrosis ('osteochondrosis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy in (B)(6) 2008, wisdom teeth removal in 2003, gravida ii, parity 2, depression (postpartum depression), sulfonamide allergy (sulfa-hives), anxiety and fibromyalgia. Current weight 168 lbs. (B)(6) 2011: hsg was done as confirmation test but result was not provided. Tissue process identified via radiography. Concurrent conditions included overweight. Concomitant products included buspirone hydrochloride (buspar), clonazepam, cyclobenzaprine from 2010 to 2011, lorazepam and tramadol. In 2010, the patient experienced asthenia ("low energy") and urinary tract infection ("chronic uti/I feel like I have to pee asap so I go try.. It's just dribbles."). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced depression ("depression") and fatigue ("fatigue."). In (B)(6) 2011, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), weight fluctuation (seriousness criterion medically significant), muscle spasms ("muscle spasms/muscle cramps in my hands which they stay on a weird") and myalgia ("muscle pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). In 2011, the patient experienced pollakiuria ("frequent urination") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). In 2012, the patient experienced hypoaesthesia ("legs and arms go numb off and on/numbness in your arms and hands"), nausea ("nausea"), pelvic pain ("stabbing pelvic pain / in so much pain"), ovarian cyst ("ovarian cysts"), loss of libido ("loss of libido") and anxiety ("anxiety"). In 2013, the patient experienced arthralgia ("joint pain/hip hurt"), pain ("body pain /pain"), feeling abnormal ("brain fog") and tinnitus ("ringing in ears") and was found to have blood iron decreased ("low iron"), vitamin d decreased ("low vitamin d") and vitamin b12 decreased ("low vitamin b-12"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/pain during sex"). In (B)(6) 2013, the patient experienced migraine (seriousness criterion hospitalization) and fibromyalgia ("fibromyalgia"). In (B)(6) 2013, the patient experienced furuncle ("boils"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), headache ("daily headaches"), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions/can't control emotions (anger, sadness,etc) crazy"), abdominal pain lower ("pain: lower abdomen"), inflammation ("inflammation"), urinary incontinence ("I feel like I have to pee asap so I go try.. It's just dribbles"), dyspnoea ("shortness of breath"), hypotension ("blood pressure was low"), paraesthesia ("tingling"), swelling ("whole body swells"), sleep disorder ("im not sleeping on them at all"), menstruation delayed ("im like 9 days late for my cycle"), malaise ("getting sick"), emotional disorder ("im moody and emotinal"), somnolence ("I just want to sleep"), pain in extremity ("terrible pain on my hand (was like joint pain on may fingers- horrible)"), visual impairment ("my eyesight has gotten worse"), acne ("getting a lot of pimples"), renal pain ("kidney pain"), bacterial vulvovaginitis ("bv"), discharge ("little discharge"), osteoarthritis ("osteoarthritis of si joint"), osteochondrosis (seriousness criterion medically significant) and facet joint syndrome ("facet arthropathy") and was found to have oxygen saturation decreased ("low oxygen stat"). The patient was treated with ibuprofen, metronidazole and surgery (hysterctomy, hysterectomy, hysterectomy/ laparoscopy, diagnostic salpingectomy, bilateral. And hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, dysmenorrhoea, abdominal distension, device expulsion, migraine, weight fluctuation, fatigue, dyspareunia, muscle spasms, fibromyalgia, furuncle, arthralgia, pain, mental disorder, hypoaesthesia, nausea, pelvic pain, ovarian cyst, loss of libido, pollakiuria, feeling abnormal, mood swings, anxiety, tinnitus, blood iron decreased, vitamin d decreased, vitamin b12 decreased, weight increased, urinary tract infection, abdominal pain lower, myalgia, inflammation, urinary incontinence, oxygen saturation decreased, dyspnoea, hypotension, paraesthesia, sleep disorder, menstruation delayed, malaise, emotional disorder, somnolence, pain in extremity, visual impairment, acne, renal pain, bacterial vulvovaginitis, discharge, osteoarthritis, osteochondrosis and facet joint syndrome outcome was unknown, the abdominal pain, genital haemorrhage, back pain, depression and headache had resolved and the asthenia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, anxiety, arthralgia, asthenia, back pain, bacterial vulvovaginitis, blood iron decreased, depression, device expulsion, discharge, dysmenorrhoea, dyspareunia, dyspnoea, emotional disorder, facet joint syndrome, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, furuncle, genital haemorrhage, headache, hypoaesthesia, hypotension, inflammation, loss of libido, malaise, menstruation delayed, mental disorder, migraine, mood swings, muscle spasms, myalgia, nausea, osteoarthritis, osteochondrosis, ovarian cyst, oxygen saturation decreased, pain, pain in extremity, paraesthesia, pelvic pain, pollakiuria, renal pain, sleep disorder, somnolence, swelling, tinnitus, urinary incontinence, urinary tract infection, uterine perforation, visual impairment, vitamin b12 decreased, vitamin d decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: she received antidepressants, anxiety med, muscle relaxants. She stated that the location of perforation was cervix and she learned about it after hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Pregnancy test urine - on (B)(6) 2016: results: test was negative.. On medical records, events pain, cramping were confirmed; pimples after essure removal, vaginal discharge and laying is starting to make her hips and back hurt were mentined and essure micro-insert found in cervix was added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Concerning the injuries reported in this case, the following one/ones were reported via social media: inflammation, dribbling of urine, oxygen saturation decreased, dyspnea, hypotension, paresthesia, swelling, sleep disorder, late period, emotional disorder, somnolence, pain in extremity, visual impairment, acne, renal pain, osteoarthritis, osteochondrosis and facet joint arthropathy were added. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media case- event inflammation, dribbling of urine, oxygen saturation decreased, dyspnea, hypotension, paresthesia, swelling, sleep disorder, late period, emotional disorder, somnolence, pain in extremity, visual impairment, acne, renal pain, osteoarthritis, osteochondrosis and facet joint arthropathy were added. New reporter were added. Treatment drug ibuprofen and metronidazole were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / severe pain/ abdominal spasm"), dysmenorrhoea ("severe menstrual pain / cramping like a period"), fallopian tube perforation ("essure perforated fallopian tube"), uterine perforation ("essure perforated another organ (cervix)"), genital haemorrhage ("heavy bleeding."), abdominal distension ("bloating/ extreme bloating"), back pain ("back pain"), migraine ("severe migraines"), weight fluctuation ("weight fluctuations") and device expulsion ("one coil was outside tube and found in cervix") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tonsillectomy in (B)(6) 2008, gravida ii, parity 2, depression (postpartum depression), wisdom teeth removal in 2003, sulfonamide allergy (sulfa-hives), anxiety and fibromyalgia. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), depression ("depression"), fatigue ("fatigue.") And asthenia ("low energy"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), pollakiuria ("frequent urination"), mood swings ("mood swings") and weight increased ("weight gain"). In 2012, the patient experienced muscle spasms ("muscle spasms"), hypoaesthesia ("legs and arms go numb off and on"), nausea ("nausea"), pelvic pain ("stabbing pelvic pain / in so much pain"), ovarian cyst ("ovarian cysts"), loss of libido ("loss of libido") and anxiety ("anxiety"). In 2013, the patient experienced dyspareunia ("pain during intercourse"), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), pain ("body pain /pain"), feeling abnormal ("brain fog"), tinnitus ("ringing in ears"), blood iron decreased ("low iron"), vitamin d decreased ("low vitamin d") and vitamin b12 decreased ("low vitamin b-12"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine (seriousness criterion hospitalization), weight fluctuation (seriousness criterion medically significant), headache ("daily headaches"), furuncle ("boils"), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"), device expulsion (seriousness criterion medically significant) and urinary tract infection ("chronic uti"). The patient was treated with surgery (hysterectomy/ laparoscopy, diagnostic salpingectomy, bilateral.), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, depression and headache had resolved, the dysmenorrhoea, fallopian tube perforation, uterine perforation, genital haemorrhage, abdominal distension, migraine, weight fluctuation, fatigue, dyspareunia, muscle spasms, fibromyalgia, furuncle, arthralgia, pain, mental disorder, hypoaesthesia, nausea, pelvic pain, ovarian cyst, loss of libido, pollakiuria, feeling abnormal, mood swings, anxiety, tinnitus, blood iron decreased, vitamin d decreased, vitamin b12 decreased, weight increased, device expulsion and urinary tract infection outcome was unknown and the asthenia was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, asthenia, back pain, blood iron decreased, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, furuncle, genital haemorrhage, headache, hypoaesthesia, loss of libido, mental disorder, migraine, mood swings, muscle spasms, nausea, ovarian cyst, pain, pelvic pain, pollakiuria, tinnitus, urinary tract infection, uterine perforation, vitamin b12 decreased, vitamin d decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: she received antidepressants, anxiety med, muscle relaxants. She stated that the location of perforation was cervix and she learned about it after hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2016: test was negative. Hsg was done as confirmation test but result was not provided. On medical records, events pain, cramping were confirmed; pimples after essure removal, vaginal discharge and laying is starting to make her hips and back hurt were mentioned and essure micro-insert found in cervix was added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-sep-2018: pfs received event " chronic uti" added. Outcome of event " depression" was updated as resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / severe pain/ abdominal spasm"), dysmenorrhoea ("severe menstrual pain"), fallopian tube perforation ("essure perforated fallopian tube"), uterine perforation ("essure perforated another organ (cervix)"), genital haemorrhage ("heavy bleeding."), abdominal distension ("bloating/ extreme bloating"), back pain ("back pain"), migraine ("severe migraines") and weight fluctuation ("weight fluctuations") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tonsillectomy, gravida ii and parity 2. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), depression ("depression"), fatigue ("fatigue.") And asthenia ("low energy"). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), pollakiuria ("frequent urination"), mood swings ("mood swings") and weight increased ("weight gain"). In 2012, the patient experienced muscle spasms ("muscle spasms"), hypoaesthesia ("legs and arms go numb off and on"), nausea ("nausea"), pelvic pain ("stabbing pelvic pain"), ovarian cyst ("ovarian cysts"), loss of libido ("loss of libido") and anxiety ("anxiety"). In 2013, the patient experienced dyspareunia ("pain during intercourse"), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), pain ("body pain /pain"), feeling abnormal ("brain fog"), tinnitus ("ringing in ears"), blood iron decreased ("low iron"), vitamin d decreased ("low vitamin d") and vitamin b12 decreased ("low vitamin b-12"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine (seriousness criterion hospitalization), weight fluctuation (seriousness criterion medically significant), headache ("daily headaches"), furuncle ("boils") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (hysterectomy). At the time of the report, the abdominal pain, back pain and headache had resolved, the dysmenorrhoea, fallopian tube perforation, uterine perforation, genital haemorrhage, abdominal distension, migraine, weight fluctuation, fatigue, dyspareunia, muscle spasms, fibromyalgia, furuncle, arthralgia, pain, mental disorder, hypoaesthesia, nausea, pelvic pain, ovarian cyst, loss of libido, pollakiuria, feeling abnormal, mood swings, anxiety, tinnitus, blood iron decreased, vitamin d decreased, vitamin b12 decreased and weight increased outcome was unknown and the depression and asthenia was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, asthenia, back pain, blood iron decreased, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, furuncle, genital haemorrhage, headache, hypoaesthesia, loss of libido, mental disorder, migraine, mood swings, muscle spasms, nausea, ovarian cyst, pain, pelvic pain, pollakiuria, tinnitus, uterine perforation, vitamin b12 decreased, vitamin d decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: she received antidepressants, anxiety med, muscle relaxants. She stated that the location of perforation was cervix and she learned about it after hysterectomy. Diagnostic results: hsg was done as confirmation test but result was not provided. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 27-nov-2017: on medical records, events pain, cramping were confirmed; pimples after essure removal, vaginal discharge and laying is starting to make her hips and back hurt were mentioned and essure micro-insert found in cervix was added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / severe pain/ abdominal spasm"), dysmenorrhoea ("severe menstrual pain"), fallopian tube perforation ("essure perforated fallopian tube"), uterine perforation ("essure perforated another organ (cervix)"), genital haemorrhage ("heavy bleeding."), abdominal distension ("bloating/ extreme bloating"), back pain ("back pain"), migraine ("severe migraines") and weight fluctuation ("weight fluctuations") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tonsillectomy, gravida ii and parity 2. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), depression ("depression"), fatigue ("fatigue.") And asthenia ("low energy"). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), pollakiuria ("frequent urination"), mood swings ("mood swings") and weight increased ("weight gain"). In 2012, the patient experienced muscle spasms ("muscle spasms"), hypoaesthesia ("legs and arms go numb off and on"), nausea ("nausea"), pelvic pain ("stabbing pelvic pain"), ovarian cyst ("ovarian cysts"), loss of libido ("loss of libido") and anxiety ("anxiety"). In 2013, the patient experienced dyspareunia ("pain during intercourse"), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), pain ("body pain /pain"), feeling abnormal ("brain fog"), tinnitus ("ringing in ears"), blood iron decreased ("low iron"), vitamin d decreased ("low vitamin d") and vitamin b12 decreased ("low vitamin b-12"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine (seriousness criterion hospitalization), weight fluctuation (seriousness criterion medically significant), headache ("daily headaches"), furuncle ("boils") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (hysterectomy). At the time of the report, the abdominal pain, back pain and headache had resolved, the dysmenorrhoea, fallopian tube perforation, uterine perforation, genital haemorrhage, abdominal distension, migraine, weight fluctuation, fatigue, dyspareunia, muscle spasms, fibromyalgia, furuncle, arthralgia, pain, mental disorder, hypoaesthesia, nausea, pelvic pain, ovarian cyst, loss of libido, pollakiuria, feeling abnormal, mood swings, anxiety, tinnitus, blood iron decreased, vitamin d decreased, vitamin b12 decreased and weight increased outcome was unknown and the depression and asthenia was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, asthenia, back pain, blood iron decreased, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, furuncle, genital haemorrhage, headache, hypoaesthesia, loss of libido, mental disorder, migraine, mood swings, muscle spasms, nausea, ovarian cyst, pain, pelvic pain, pollakiuria, tinnitus, uterine perforation, vitamin b12 decreased, vitamin d decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: she received antidepressants, anxiety med, muscle relaxants. She stated that the location of perforation was cervix and she learned about it after hysterectomy. Diagnostic results: hsg was done as confirmation test but result was not provided. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new events added: essure perforated fallopian tube or another organ, daily headaches, low energy, bloating/ extreme bloating, muscle spasms, fibromyalgia, boil, pain, joint pain, psychiatric disorder, legs and arms go numb off and on, nausea, stabbing pelvic pain, ovarian cysts, loss of libido, frequent urination, brain fog, mood swings, anxiety, ringing in ears, low iron, low vitamin d, low vitamin b-12, and weight gain. Medical history was added. Case upgraded to incident since essure was removed on (B)(6) 2017. Essure legal manufacturer has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.